Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving potential false positive results when using the cue covid-19 test for home and over the counter (otc) use. Issue occurring on three different cue readers at three separate locations. This report is to document false positive results observed at location 3. Further information regarding potential false positive events not provided including frequency, number of patients, patient specific information, cartridge sn, lot number, or reader sn. See related cases for alternate false positive events reported.